Manufacturer narrative:
The device was returned to olympus for inspection. Based on the information obtained, we were unable to identify the exact cause of the occurrence. However, it is speculated that it may have been caused by damage or deterioration of parts during handling, environmental factors such as dust/dirt/humidity/ambient light, or electrical problems like signal loss or circuit breakage. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a e315 (incompatible scope) error. There was no patient involvement.